Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior artery, a 1.5x08mm mini trek balloon dilatation catheter was advanced with no resistance noted; however, the tip was not seen exiting the tip of the guiding catheter. Therefore, the guiding catheter and balloon catheter were removed as a single unit. After withdrawal, it was noted that a shaft separation had occurred inside of the guiding catheter. Reportedly, the bdc was soaked and prepped (air aspiration) prior to use. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.